Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer performed the load process multiple times after changing the cartridge due to unknown message declared on the pump instructing the customer to complete the process again. The customer was unable to provide additional information. Customer's blood glucose level was 260-340 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.